Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 02/13/2016, the reporter contacted lifescan USA, alleging inaccurate low control solution results. The reporter claimed obtaining control solution results of ¿106, 107 and 108 mg/dl¿ which fell below the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting